Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The instrument was returned for evaluation and it was confirmed that the driver tip had sheared off. It is possible that high torsional load or off axis insertion may have contributed to the observed damage. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported the distal tip of the driver broke off when trying to remove the set screw. The instrument tip was unable to be retrieved.